Manufacturer narrative:
Device evaluation - the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent. Conclusion: as per dfu for this lens model, vticls are contraindicated for patients under 21 years old. (B)(4).

Manufacturer narrative:
PMA/510(k): n/a this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo 12.6 implantable collamer lens, -7.5/+1.0/108 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a lens the same size, different model and diopter and problem was resolved.